Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was reloaded and insulin delivery was resumed.